Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03832. It was reported the patient's scs system was not providing adequate therapy. Field representative met with patient and was able to provide effective therapy through reprogramming, but at a later time, lost effective therapy. As a result, the scs system was explanted in (B)(6) 2019 (exact date is unknown).